Event description:
Philips received a complaint by the customer on the v60 indicating while servicing the device, it was observed that after a flow sensor replacement, it was now getting an error code 110b indicating a proximal pressure sensor autozero failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device has a code 110b in the significant log. The customer informed that the pins are in the connecter properly on the data acquisition (da) printed circuit board assembly (pcba). The customer requested a replacement flow sensor assembly. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 17oct2025, 30oct2025, and 13nov2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.